Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was seeing a recharging not found message. The following troubleshooting steps were performed: reset the recharger. Additional information was received on (B)(6) 2024 and patient stated that their ins was not flat but tilted and they have to try to get it to 100 percent when charging. They met with their doctor who was concerned and ordered a CT scan and MRI. Xray was done on (B)(6) 2024, CT scan on (B)(6) 2024 and MRI on (B)(6) 2026. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of tilted implant was unknown. They stated it just moved in their butt cheek and takes a very long time to charge. The doctor is going to monitor. Patient must charge implant more frequently and it takes a long time and makes only a good connection.